Event description:
Treatment of an anterior choroidal aneurysm measuring approximately 11.9mm with a 5mm neck. The patient¿s anatomy was severe in tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3mm x 16mm) could not be released from the capture coil despite manipulation. The entire system (pipeline, pushwire, and catheter) were removed from the patient. The procedure was successfully completed with another pipeline. The patient was reported to be doing fine.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.